Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was low and consumed glucose tablets due to address bg level. The customer's bg increased as intended; however, the control iq software addressed the increasing bg by delivering a correction bolus and increasing the basal rate deliveries. Soon after, the customer became low again, and received an acute low warning from the pump. The customer was taken to the hospital for testing and was diagnosed with hypoglycemia and given intravenous glucose as treatment. The customer was released from the hospital on the same day. No further information was available.